Event description:
Pt underwent a stent (subject device) with gateway pta balloon catheter procedure. On the morning after the procedure, the pt reported symptoms of left facial weakness with numbness of right arm and leg. A magnetic resonance imaging, (MRI) showed a "pontine ischemic infarct". Cerebral angiogram showed stent to be widely patent. Pt progressively improved and regained strength on right side. Since the pt had persistent swallowing difficulty, slurred speech, and double vision. The pt was admitted to pt rehabilitation center. As of the last report, the pt remains in the rehabilitation center where she is making progress.

Manufacturer narrative:
No allegation of any device malfunction or nonconformance that contributed to the event.